Event description:
Boston scientific received information that this guide wire was broken during an implant procedure of a stent. The physician performed a triple bypass surgery to get the wire but only some parts of the wire were retrieved. Boston scientific technical services (ts) provided the patient with the stent contact number and transferred the call to the extension number. The model and serial number of the guidewire was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.